Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat advanced degenerative osteoarthritis of the left knee. The patella was resurfaced, and competitor cement x 2 was utilized. The procedure was completed without reported complications. Part/ lot information provided on page 6 of the medical records. Records indicate the patient was revised due to loosening of the tibial tray. Upon entering the knee, tibial tray loosening was confirmed. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was then implanted with depuy revision knee components utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.